Manufacturer narrative:
The customer's meter and test strips were returned, and product testing did not confirm the complaint. No errors were noted during product testing.

Event description:
Customer's wife reported her husband received an error 6 message on his precision xtra blood glucose meter. She then took her husband to a local hospital as he was "dizzy and couldn't talk or walk". Customer was diagnosed with severe hyperglycemia. The treatment to stabilize blood sugar levels is unknown. There was no report of death or permanent impairment associated with this event.